Event description:
It was reported by service report that the stretcher had a broken cam bracket assembly with sharp edges exposed. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Evaluation result: big wheel cam bracket assembly.